Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent and the insulin was leaking.